Event description:
(B)(4) study. It was reported that during a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. Lesion 1 was a bifurcated lesion located in the mid left anterior descending artery with 95% stenosis and was 16 mm long with a reference vessel diameter of 4.0 mm. The physician treated the lesion with pre-dilatation and placement of 4.00 mm x 20 mm ion stent using kissing balloon technique, with 0% residual stenosis. Lesion 2 was located in the proximal left circumflex with 90% stenosis and was 8 mm long with a reference vessel diameter of 4.0 mm. The physician treated the lesion with pre-dilatation and placement of 4.00 mm x 12 mm ion stent using kissing balloon technique, with 0% residual stenosis. During the index procedure, there was a significant no reflow phenomenon during the wiring of the diagonal vessel using a 14 pt wire and kissing balloon angioplasty. The patient had elevated troponin values resulting in a myocardial infarction (peak troponin = 2.33 ng/ml, uln= 0.50 ng/ml) due to brief no-flow phenomenon and there was a degradation of the timi flow from 3 to 2-3. ECG was performed and the patient experienced ischemic symptoms. Adenosine and nitroglycerin were given as treatment. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).